Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. There was no adverse impact to the customer¿s blood glucose level.